Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the nonconformance was a frayed pitch cable. A frayed pitch cable was found at the instrument's wrist. Frayed segments were various in lengths. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si total benign hysterectomy procedure, wires were exposed at the distal tip of a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.